Event description:
On 07/08/2015, the reporter contacted animas and alleged that the pump was having problems. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: there was no evidence of large prime volume observed in prime history. There was no activity or data related to the complaint observed in black box or pump histories. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting correct force. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to force sensor circuit. No burr was observed on piston rod. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.